Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 23 devices were received. Evaluation status: confirmed 22 reported events were confirmed during testing. 6 devices were found to be affected by corrosion. 14 devices were found to be affected mechanical assembly damage. 2 devices were found to be affected by corrosion and trigger assembly damage. In progress: 1 device evaluation is in progress. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device trigger was sticking leading to run-on. 23 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 23 previously reported events are included in this follow-up record. Product return status 23 devices were received.   Event confirmation status 23 reported events were confirmed; the cause traced to component failure. Evaluation results 6 devices were found to be affected by internal corrosion. 15 devices were found to be affected by internal mechanical damage. 2 devices were found to be affected by internal mechanical damage and internal corrosion.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device trigger was sticking leading to run-on. 23 events had no patient involvement; no patient impact.